Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their device had been hacked and the device had been "going off" several times a day. The patient noted that the device had been "turned off" a few years ago but the hacker turned it back on. The device remains in use. No patient complications have been reported as a result of this event.